Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump wasn't functioning properly. The reporter stated that the patient was no longer using the pump for insulin treatment. The reporter stated that the patient was experiencing ketones, but did not provide any other symptoms of hyperglycemia. The reporter stated that the patient had a blood glucose level of over 250 mg/dl. Troubleshooting could not be completed at the time of the call. This complaint is being reported based on the allegation of an unspecified malfunction of the pump contributing to a hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.